Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring, tears, and cuts in the sutureless connector seal as well as a hole caused by deep abrasion in the catheter body.

Event description:
A representative reported the patient¿s system was explanted due to infection on (B)(6) 2013. The patient recovered without sequela. The medication used within the system was lioresal.